Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic chest surgery segmental resection, when resecting the lung parenchyma, the surgeon used the handle and load which was fired, and at the moment from aligning the load used to the straight position, the articulation joint system of the handle broke off. A new handle was used to resolve the issue. There was no patient injury.